Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pediatric pts or others with small femoral artery size (< 4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts.

Event description:
It was reported in the journal article vol.19, no.2, 2010 of "the japanese journal of vascular surgery", that a pt had a percutaneous coronary intervention (pci) procedure and an angio-seal sts plus was selected for use. Immediately after deployment, the pt experienced an acute arterial occlusion of the right leg. The physician surgically removed the angio-seal and performed a patch angioplasty of the right femoral artery. The surgical findings revealed an occlusion of the superficial artery (sfa) and that the collagen had protruded into the artery. The anchor was stuck on the posterior vessel wall. The physician commented that the collagen might have protruded into the artery because the puncture site was located close to bifurcation between the superficial femoral artery (sfa) and the deep femoral artery (dfa), and the diameter of the punctured artery was not large enough to deploy the device. Additional information was not available. The incident, implant and explant date were unk. The pt has a medical history of angina pectoris (ap).